Manufacturer narrative:
E1: patient city: torino, patient country: italy, request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed), based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545,

Event description:
It was reported that the patient faced infusion set adhesive issue and fell out of hand on (B)(6) 2026 due to the tape was not sticking.